Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages. Update: (B)(4) was received from legal. Medical records were received from legal. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
**Update** (B)(4) 2013 - upon medical record review by a medical professional, a femoral fracture due to reaming was noted. A reamer has been added. Patient was revised due to infection. The correct dor was also provided. There is no new additional information that would affect the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/16/2012 - pfs and medical records received. A correct dor was given. After review of the medical records it confirmed infection and a loose stem during the revision operation. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product and lot code combinations. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The liner and femoral head are exempt from device history record review per procedure. The search and/or review of device history records was not possible against the unknown product/lot code combinations. Medical records were received and reviewed. With the information provided, it cannot be determined that the depuy implants contributed to the reported events. The stem loosening and pain was a result of the vast infection. The patient had a history of infection and previous hip surgeries prior to receiving the depuy implants. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.